Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experience a perforation in the right ventricle. This lead was successfully repositioned. No additional adverse patient effects were reported.